Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction and returned the device to the factory for evaluation.. There was no report of an adverse event. The device was not in use at the time of the alleged malfunction.